Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 6 years post implantation of a sapien 3 valve in the aortic position, a valve in valve was performed with a 26mm sapien 3 ultra valve due to valve stenosis. Received medical records indicated the patient was admitted for progressive dyspnea on exertion and treated with IV bumex. The echo performed on (B)(6) 2024 revealed the bioprosthetic valve had mild ai, aov peak vel of 5.37 m/s, avmg of 64mmhg and an ava of 0.65cm2. An echo on (B)(6) 2024 was similar: aov peak vel of 4.49 m/s, avmg of 49mmhg, di of 0.2 and mild intervalvular regurgitation present.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (diabetes mellitus type 2, stage 3a chronic kidney disease) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: a2, b5, d4, d6, g2, g3, h2, h6, h11 have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (advanced age, non-insulin-dependent diabetes mellitus, hyperlipidemia) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information: as reported by an edwards lifesciences field clinical specialist and through partner 3 aviv 2015-08 study, approximately 8 years following a transcatheter aortic valve (tav) replacement with a 26 mm sapien 3 valve, a valve in valve was performed with a 26mm sapien 3 ultra valve due to valve calcification. Per medical records received from catch portal, new onset aortic stenosis of the patients tav was observed during hospitalization for a congestive heart failure echocardiogram. Based on the medical record, the patient was admitted with progressive sob, inability to ambulate along with worsening edema, and labs consistent with hemolysis. The patient experienced 'critical stenosis' and mean gradient as high as 71mmhg. There was calcification and motion restriction of the valve leaflets. Per medical records received from facility, the records indicated the patient was admitted for progressive dyspnea on exertion and treated with IV bumex. The echo performed on (B)(6) 2024 revealed the bioprosthetic valve had mild ai, aov peak vel of 5.37 m/s, avmg of 64mmhg and an ava of 0.65cm2. An echo on 12/16/2024 was similar: aov peak vel of 4.49 m/s, avmg of 49mmhg, di of 0.2 and mild intravalvular regurgitation present.